Event description:
Heart lung bypass pump stopped during procedure. Lines clamped and machine powered off. Attempted restart; however, pump had to be replaced. Diagnosis or reason for use: coronary artery bypass grafting. Event abated after use stopped: no.